Manufacturer narrative:
The impella cp was returned by the customer and a failure analysis investigation was performed. Simulated use testing found no deficiencies and the device operated as intended with no structural defects found. Review the device history record found no manufacturing issues or reworks associated with this pump. There are no other complaints associated with pumps from this lot. Based on the clinical account and the returned product, the sheath was most likely inserted at a steep angle, leading to the deformation of the guidewire repositioning unit observed and applying stress to the blood vessel.

Event description:
A (B)(6) african-american male presented with acute myocardial infarction and cardiogenic shock. An impella cp was inserted without issue, however, bleeding and hematoma was identified at site. 2 units of blood products were delivered to patient and heparin administration was reduced, as treatment. The bleeding slowed and hematoma resolved, thereafter. Patient has since been weaned off pump and discharged from hospital.